Event description:
Device issue: failure to deploy-thumb advancer. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a tech trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, during thumb advancer deployment, difficulty was encountered and exchange sheath splitting could not be completed. The safety release was activated, retracting the locator wings, which released the device from the pt anatomy. Manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. No additional info was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received.